Event description:
It was reported that the pt was being transported in a bed, foot first. The pt was in a bed with an orthopedic traction attached. As the pt was being wheeled through the door, the top cross bar of the traction pumped the door frame, which caused the perpendicular suspension piece to fall onto the pt's shins. The part that fell was wrapped in bandaging from the previous use; it weighed approx 20 pounds (estimated). This fell on the legs, just below the knees. Once it fell, the part was immediately lifted from the shins and the remainder of traction was removed from the bed. X-rays were ordered; preliminary showed possible non-displaced fracture; however, follow-up x-ray confirmed no acute fracture identified.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.